Event description:
It was reported that customer received a software error on insulin pump. Insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was returned with the formatted history file analysis confirmed pump error 53 and pump error 4 due to software error. The insulin pump was received with minor scratched lcd window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.